Event description:
The patient was enrolled in the evolve ii clinical study with patient identifier: (B)(6). It was reported that unstable angina occurred. In (B)(6) 2013, the patient presented with stable angina (ccs classification- 3). Prior to the procedure, the patient was noted to have abnormal stress test or imaging stress test indicative of ischemia and the patient was referred for elective cardiac catheterization. Target lesion #1 was located in the mid left anterior descending (lad) artery with 70% stenosis and was 14mm long with a reference vessel diameter of 3.00mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.00 x 20mm study stent. Following post-dilatation, residual stenosis was 0%. On the same day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2018, the patient was hospitalized with a diagnosis of unstable angina and was referred for coronary angiography. During hospitalization, coronary artery bypass grafting (CABG) was performed from the left internal mammary artery to the lad. In (B)(6) 2018, the patient was discharged. It was further reported that in (B)(6) 2018, patient came to hospital with the complaints of chest pain at rest as well which got relieved with nitroglycerine spray on exertion from past 6 months and was referred for cardiac catheterization which revealed lad patent mid stent, 70% proximal stenosis in 1st diagonal.

Manufacturer narrative:
Device is a combination product. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 09:44 am CT. The report number is being corrected from: 2134265-2018-64262 to: 2134265-2018-63035.

Manufacturer narrative:
Device is a combination product.

Event description:
The patient was enrolled in the evolve ii clinical study with patient identifier: (B)(6). It was reported that unstable angina occurred. In (B)(6) 2013, the patient presented with stable angina (B)(6). Prior to the procedure, the patient was noted to have abnormal stress test or imaging stress test indicative of ischemia and the patient was referred for elective cardiac catheterization. Target lesion #1 was located in the mid left anterior descending (lad) artery with 70% stenosis and was 14mm long with a reference vessel diameter of 3.00mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.00 x 20mm study stent. Following post-dilatation, residual stenosis was 0%. On the same day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2018, the patient was hospitalized with a diagnosis of unstable angina and was referred for coronary angiography. During hospitalization, coronary artery bypass grafting (CABG) was performed from the left internal mammary artery to the lad. In (B)(6) 2018, the patient was discharged.